Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip asr femoral head; unknown hip asr acetabular cup; unknown hip asr femoral sleeve/augment; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Asr litigation received. Litigation alleged severe injury, pain, discomfort, increased metal levels within the blood, emotional distress, disability, and disfigurement. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Event description:
After review of the medical records, the patient was revised to address persistent pain. Operative note reported previous scar and there was a some turbid fluid consistent with metal debris, necrotic debris with femoral head and synovium was stained with metal debris.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa 00780, which was later superseded by mdd CAPA-001226, was established to investigate root cause and/or corrective actions. Reference: mdd CAPA-001226. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Replaced surgical intervention with device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs received. In addition to what was previously alleged, pfs alleges discomfort, issues with flexibility, lifting legs, walking, anxiety due to limited physical activities, emotional distress and decreased range of motion.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.